Event description:
The customer contacted philips healthcare to report that when connecting external paddles to his defibrillator and simulator for testing, he only gets 1 red patient contact indicator (pc) I bar, showing poor connection. There was no reported patient involvement.